Manufacturer narrative:
Investigation summary: the event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant's experience could not be replicated or confirmed. Although the root cause of the reported event could not be confirmed, applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This report is being filed as a result of a retrospective review of applied medical's customer feedback data received between october 02, 2014 - june 01, 2016. The reviews ensured that past reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review.

Event description:
Procedure performed: nephrectomy - total. Handle ergonomics: "difficult to use due to size of his hand and ratchet didn't seem very smooth and kept catching" "number of activations: 67, glove size 7.5, switched to ligasure after 1 hour" lot number 1258013 gen serial (B)(4)" handle ergonomics: "found it difficult to position his hand to be able to activate the button then pull the blade lever, feels it would be better if the button was curved around the device to enable activation form an easier angle" sealing performance: "felt the case had more bleeding than usual however stated it could have been the patients anatomy " generator and device setup: "very happy with ease of set up and little management of the device" "surgeon did appear to have difficulty with the ergonomics of the device which could have slightly effected the overall performance. There was more bleeding than expected however we believe it was the patients anatomy as he tried to stop it with ligasure and that was much the same. " sealing performance: "he did say that the energy delivery is very precise meaning little spread however wonders if it is too precise and that's why there was bleeding- will asses in the next case" patient status: unknown.